Event description:
It was reported that during an afib ablation procedure, the lasso 2515 nav catheter was placed into the superior right pulmonary vein and monitored the heart during the procedure. The blood pressure dropped after creating the total line of right pulmonary vein isolation (rpvi) was performed by a navister thermocool catheter. The soundstar catheter was placed into the cardiac cavity and the physician monitored the heart during the procedure. The blood pressure dropped after creating the total line of pulmonary vein isolation (pvi). Pericardial effusion was observed by the soundstar and a pericardial drainage was performed. After the procedure, the patient was carried to the ICU. The physician commented that the popping noise was heard during the ablation. He didn't think that the cause of the event was due to any malfunction of bw products and was possible procedure-related.

Manufacturer narrative:
(B)(4).